Event description:
It was reported by the patient that the pod's cannula did not deploy properly indicating a needle mechanism failure. The cannula was visible but did not insert into the infusion site. It was also reported that the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Manufacturer narrative:
The pod was received with the cannula fully deployed and needle retracted. The data from the pod showed that the device ran for 1707 pulses and delivered multiple immediate boluses before being deactivated by the user. No timeouts or drive stalls were present in the download data and the pod generated an 0xca alarm, indicating algorithm run too late. No damages or deficiencies were observed. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. The cause of the 0xca alarm could not be determined.